Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarm on (B)(6) 2021 due to the driveline disconnecting. The pump was off for about 2 minutes. Log files confirmed the pump stop on (B)(6) 2021 due to the driveline disconnect.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop which appeared to be associated with a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 18:06:11 through 1(B)(6) 2021 15:48:48, per the timestamps. At 21:49:40 on (B)(6) 2021, the driveline appeared to be disconnected causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, and lvad_off alarms. The event lasted approximately 2 minutes, following which, the pump regained speed and resumed normal operation for the remainder of the file. Despite the observed events, the pump appeared to function as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. C, and the hm3 patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.